Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 1.2 mmol/l and 9.5 mmol/l; 1.2 mmol/l and 9.8 mmol/l. Result of 1.2 mmol/l was duplicated. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).